Manufacturer narrative:
Additional information will be provided once the product is returned and the investigation is completed.

Event description:
It was reported that the unit experienced an e-1 error.